Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The occurrence of error e006 can be attributed to various causes. When the electrical resistance between the two electrodes of the device in operation increases then the error message is triggered. Possible causes are: 1. The accumulation of tissue deposits on the electrodes. 2. Increased contact resistance due to poorly or insufficiently plugged contacts on the feed dog or the connecting cable. 3. Increased contact resistance due to defective contacts on the feed dog or the connecting cable. 4. The instrument is in a gas bubble during activation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device was not returned for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: 1. Error message e006: the occurrence of error e006 can be attributed to various causes. What they all have in common is that the electrical resistance between the two electrodes of the device in operation increases and then the error message is triggered. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts can be the result. The unit is then no longer operational. Basically, the error message e006 is intended to warn the user if a flushing fluid with insufficient conductivity is used in saline mode. However, since the conductivity of the entire section can also be changed by other influences, error message e006 is also triggered in this case under certain circumstances. Possible causes are: 1. The accumulation of tissue deposits on the electrodes. 2. Increased contact resistance due to poorly or insufficiently plugged contacts on the connecting cable. 3. Increased contact resistance due to defective contacts on the connecting cable. 4. The instrument is in a gas bubble during activation. Defective contacts on the connecting cable may occur especially if the instruments are not connected correctly and the generator has been activated. A contact damaged in this way does not necessarily have to lead to a failure pattern immediately during the next use. However, it can additionally degrade in the further course, so that the described error message only occurs later. In addition, a possible influence related to the esg-400 measuring method on the conductivity was determined, according to which an excessively high measuring voltage could lead to bubble formation and an associated reduction in the conductivity of the surrounding liquid. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the esg-400 had an e006 error (non-conductive fluid error). The event occurred, during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.